Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was a confirmed infection at the implantable neurostimulator (ins) area. The strain was unknown. Shortly after the implant was done, they went down the ins and when they opened up the incision at the ins site they found it was full of infection. They removed the whole system and put her on very strong oral antibiotics and they removed the ins and the leads. This occurred in (B)(6) 2015.